Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a short circuit detected message in port a. Further evaluation revealed a burnt resistor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a defective electronic component. Factors which can contribute to component failure are connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the motor controller pcb. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a knee scope. When ta motor drive unit was plugged into the dii controller, the dii controller was causing the handpiece became hot. Surgery was completed after a 5-minute delay using a back-up device instead. The handpiece was later tested in another dii controller and it worked fine. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee scope. When a motor drive unit was plugged into the dii controller, it got hot. Surgery was completed after a 5-minute delay using a back-up device instead. The handpiece was later tested in another dii controller and it worked fine. No further complications were reported.